Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, after suture deployment, when pulling the plunger back, the sutures pulled out of the artery. A second proglide was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). An analysis of the returned device did confirm the reported product experience. Based on the investigation, no product deficiency was identified. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence - reported to have occurred sometime the week prior to being reported on (B)(6) 2012. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.